Manufacturer narrative:
(B)(4).

Event description:
The infusion system was being revised. The pump was being moved from the patient¿s back to the abdomen due to positional discomfort related to where the pump was originally implanted. The device system was used to deliver dilaudid.

Event description:
Additional information received reported the patient experienced pain at the pump site as it was pressing against the iliac crest due to inadequate placement at implant. The pump positioning was corrected by surgery and the pump was repositioned. The patient recovered without permanent impairment. A follow-upreport will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).